Event description:
It was reported that the lead was damaged prior to implant. The casing on the proximal end was damaged. It was suggested that a different lead be used.

Manufacturer narrative:
Concomitant product: product ID 3093, lot # unknown, product type lead. (B)(4).